Event description:
On (B)(6) 2013, the patient's father, a physician, contacted animas and alleged that the pump is no longer lowering the patient's blood glucose (bg). He does not have the pump in hand to review. There is no allegation of an adverse event. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.